Manufacturer narrative:
The patient remains ongoing. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was readmitted for hemolysis and power spikes. The patient was administered medication.